Event description:
It was reported that a patient with a history of recurrent stroke syndrome, the most recent stroke having occurred in 2007; had a successful basilar artery stenting and angioplasty performed on the following day. Approximately twelve hours post procedure, the patient exhibited symptoms of expressive and receptive aphasia. Computerized tomography (CT) revealed bi-temporal parenchymal hematoma into prior stroke areas; left frontal hematoma, and "unreadable" intraventricular blood. The patient is reportedly stable and remains hospitalized for continued treatment of his recurrent stroke syndrome. The patient was reportedly stable and remained hospitalized for continuing treatment of his recurrent stroke syndrome.